Manufacturer narrative:
The devices was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that the c3600 cusa excel 23khz tubing set was rejected during incoming inspection due to a foreign material noted on (B)(6) 2018. There was no patient involvement. Additional information has been requested.

Event description:
N/a

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and no anomaly was reported during the manufacturing process of this lot that could be related to the reported condition. The reported complaint was not confirmed. The root cause of this event is undetermined. The UDI number for catalog c3600 is (B)(4).